Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an unexpected shut down with loud audible noise. The pump was replaced and sequestered. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected unit logs and found multiple fault 78/111/112 combinations when unit shutdown. Fse confirmed communications error between video generator board and executive processor. Replaced video generator board (d670-00-1182) and reloaded b.17 software. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications. Fse returned unit to customer. There was a patient involvement but no harm was reported.